Event description:
It was reported that the cadd legacy pump exhibited problem with the battery. The patient who was receiving chemotherapy at the time changed the battery and restarted the pump. No patient injury or complications were reported in relation to this event.